Event description:
Same case as MFR report # 3005099803-2009-00962. It was reported that during an unspecified endoscopic procedure, a balloon rupture occurred. The target lesion was in an unspecified esophageal location. A cre 15-18mm 8cm f/g balloon had been advanced to treat the target lesion. The balloon was inflated to 3 atmospheres (atms) and the balloon ruptured. The device was exchanged for another cre 15-18mm 8cm f/g balloon. This balloon was advanced to treat the target lesion. The balloon was inflated for 1 minute at 7 atms and the balloon also ruptured. It was reported that "no sharp object" was around the balloon and that the balloon had not been repositioned with the unspecified scope. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
Visual examination of the returned device revealed that the balloon profile was released and the balloon was torn longitudinally. No other damage was noted. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint is determined to be operational context as this failure occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope.